Event description:
On (B) (6) 2010, the lay user/patient's grandfather contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the issue began on (B) (6) 2010 at 9:56 am. On an unspecified time and date, the reporter stated that the patient obtained blood glucose readings of "37 and 93 mg/dl" with the subject meter, performed less than 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. Per reporter, the patient manages her diabetes with an insulin pump. At the same time of the alleged issue, the reporter stated that the patient had more food and/or drink. Per cca documentation, the reporter denied that the patient developed any symptoms as a result of the alleged issue. It was also reported that the patient obtained a blood glucose reading of "119 mg/dl" on her back up meter within 15 minutes after the alleged issue occurred. At the time of troubleshooting, the cca verified the correct unit of measurements on the subject meter and that the blood glucose results were from the approved (per owner's manual) sample site. In addition, the cca noted and the reporter did not have control solution at the time of the call to test the reported products. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.